Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was not returned for evaluation; however, photos were provided for review. The investigation is inconclusive for the fluid leak. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 000282 feeding and decompression tubes allegedly experienced fluid leak. This report was received from one source. One patient was involved with no reported patient injury. The male patient age and weight were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was returned for evaluation; however, photos were provided and reviewed. The investigation is confirmed for the fluid leak and material rupture. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 000282 feeding and decompression tubes allegedly experienced fluid leak and material rupture. This report was received from one source. One patient was involved with no reported patient injury. The male patient age and weight were not provided.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was not returned for evaluation. However, photos were provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 000282 feeding and decompression tubes allegedly experienced fluid leak. This report was received from one source. One patient was involved with no reported patient injury. The male patient age and weight were not provided.